Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the left ventricular - lv lead, it was noted the lv lead failed to advance through the vessel and was found to have thickened coating at the distal portion of the lead. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of advancement failure was not confirmed, while the event of lead damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the inner coil to be offset in multiple locations at the lead body. Ptfe coating of the guidewire was found stripped inside the inner coil at locations. The lead insulation was also found bent with the inner coil kinked at the s-curve region. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages. Dimensional analysis found the portion of the lead distal to connector boot, all three ring electrodes, and tip electrode were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of lead damage was isolated to inner coil being offset and kinked consistent with procedural damage.